Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having issues with their bladder. Caller stated they "feel like its not really doing a lot the last month" caller stated they are not getting a 50% reduction in symptoms. Caller said that they had botox in their bladder 9 months ago and were getting ready to go back, but then got "the worst bladder infection" and uti and went to the hospital. They said that the hospital recommended they do not use their ins for a bit after uti. Caller said that they turned their therapy back on saturday (2023-feb-25) and it was still not doing anything. Caller said that they went to the dr yesterday (2023-feb-27) and they had another uti and picked up medicine for it. Caller said that they were not used to having bladder issues as everything had been working well. Caller stated they wanted to try changing their program. Patient services reviewed program functions. Caller changed programs and adjusted stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.